Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (s10j28033) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) a system error (se) 2240 alarm that occurred several times during therapy. The patient ended therapy. There was no patient injury or medical intervention.